Event description:
It was reported by the rep that the device was used during a gastric bypass roux en y. The device max button would not work at all. Min button worked fine. The surgeon always does everything on max, so another device was used to complete the case. There was no consequence to the pt. One device being returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.